Event description:
User reported speed errors, resulting in connection loss, which caused the roller pump to be swapped to continue the case. While there was no patient harm, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Upon return of the device, there was no noticeable damage. The pump was connected to a service heart-lung machine. The reported issue could not be replicated. The pump was opened and checked for issues, but there were no noticeable issues. The unit functioned as expected.